Event description:
Subsequent to the initial MDR, additional information was provided on 08/13/2023. The patient's dka was treated with fluids and insulin. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying 100 mg/dl adn the patient felt like they had the flu. They drank a lot of liquids and after a few minutes, the patient became unresponsive. The patient's spouse called an ambulance and when the patient arrived at the hospital, the doctor and nurse's checked the patient's bg and it was 1,000 mg/dl. The patient was diagnosed with diabetic ketoacidosis and the patient's cgm and insulin pump were removed. There was not information about what treatment was provided while the patient was hospitalized. The patient was discharged on (B)(6) 2023. At the time of the report, the patient was feeling better but stated they still experience heart burns. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.